Manufacturer narrative:
During a service visit by our field service engineer (fse) for another unrelated complaint, earlier technical error codes indicating internal power error were noted in the ventilator logs. The user facility did not mention any technical errors before examination of the ventilator was carried out. The ventilator was functioning per specifications and was returned to clinical use. The fse mentioned the findings for the user facility, who have not requested any additional service due to these findings. There was no patient harm reported. No other complaints have been registered on this specific ventilator serial number. The root cause of the other technical errors has not been established.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
The ventilator¿s logs that were received for another unrelated complaint contained generated technical error codes indicating internal power errors that seems to have occurred earlier with the ventilator. There was no patient harm. (B)(4).